Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 529 (mg/dl). Customer changed supplies, administered a correction bolus, and administered an insulin injection to treat bg levels. System check with tandem technical support indicated pump was performing as intended. System check revealed that customer canceled a bolus earlier in the day, and cartridge with humalog was reportedly used for greater than 48 hours prior to changing supplies. Customer was reminded that humalog is indicated for use up to 48 hours and recommendation was made to consult with health care provider to discuss diabetes management. Customer declined follow up with tandem technical support.